Manufacturer narrative:
The device was received with both seals broken and a broken top case (front left corner), cracked bottom case (poleclamp area), cracked right plunger case. The device history report showed motor rate error. The device was tested using the occlusion test. During testing white teflon flakes were found on worm coupling facets which is causing the intermittent of the motor rate error. The root cause was abnormal wear. The tech replaced the old teflon washers with delrin washer, cleaned and greased the whole motor assembly. Performed occlusion tests which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported the device had a motor rate error. No patient injury reported.